Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that yesterday (B)(6) 2022 pt had the sacral stim device tweaked. Pt tried to change the pain stim pulse width later the same day and it felt like the amplitude was increasing as she increased the pulse width pt stated she has had this for a long time so she knows how it should feel when she changes the pulse width. Pt is concerned that somehow the adjustment of the sacral stimulator did something to her pain stimulator. Patient services (pss) did consult with stim tech and reviewed with pt that some patients can feel an increase in stim with a change in pulse width. Pss suggested pt consult with a field rep. Pt stated she does not have a rep or an hcp at this time. Pss is sending a message to a local field rep regarding her call. Redirected caller: patient's hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the amplitude increasing with pulse width was unknown. Steps taken to address this issue was the patient hoped to meet with a manufacturer representative (rep) to troubleshoot but they couldn¿t get a reply. Patient noted that they guessed they¿d just live it is as is until the battery dies.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.